Event description:
The customer reported during an unspecified procedure, a small piece of the rubber or plastic came off of the tip of the endoscope and was visualized in the patient's airway. The device fragment was retrieved. A request for additional information is in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the returned device. The evaluation identified the distal sheath is leaking, the plastic distal end cover has sharp scratches, the distal sheath glue is peeling, the electrical continuity test failed and the mouthpiece is lifted. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the reported event was likely caused by stress on the distal end and/or bending section. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.